Manufacturer narrative:
Device failure sys suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated high lead impedance readings were obtained for vns pt at an office visit. The pt had no known trauma and did not manipulate the vns device. All attempts to the rptr and implanting hosp for further info and prod info have been unsuccessful to date.